Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro balloon on the btt popped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: a2, a3, d4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02jul2020. An investigation was conducted on 14jul2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There was a slit observed on the btt balloon. An inflation test was conducted. The btt was unable to hold the air due to the tear in the balloon. Based on the returned condition of the device, the reported failure "burst" was confirmed. The subassembly DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro balloon on the btt popped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.